Manufacturer narrative:
MDR 8021545-2026-28273 / Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545. Manufacturing Site: 8021545.

Event description:
It was reported that the patient experienced tape not sticking events on (b)(6) 2026. The product did not adhere and sets fell off due to sweating.